Event description:
It was reported via repair work order that the foot end of bed was elevated and inoperable due to cpu board malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.